Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer reported battery b compartment is not being recognized. There was no reported pt involvement.